Event description:
It was reported that during a routine clinic visit, this right ventricular (rv) shock lead impedance (sli) was found to be greater than 200 ohms. Several impedance tests were run, and the sli was consistently out of range. The high sli appeared to be related to the coil. The implantable cardioverter defibrillator (ICD) has never delivered shock therapy. The patient was referred to an electrophysiologist for follow-up. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.